Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the orders were not crossing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. The technical support specialist requested customer to provide patient details to proceed with troubleshooting. Confirmed that there was no response/update from the user. The system functioned as intended after the technical support specialist troubleshot the device.